Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. There was no reported impact to the customer's blood glucose level.